Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the u-plug unit caused the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that during set up / inspection for use, the bronchovideoscope had a communication malfunction error. There were no reports of patient involvement.